Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, the device was unable to be interrogated using rf telemetry as the telemetry was locked out and unable to be reactivated. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of no rf tel could not be confirmed. Data analysis of the device image suggested radio frequency telemetry lockout had occurred in the field due to excessive radio frequency usage in a short period of time. This lockout feature disables the high-power telemetry to prevent battery drain due to unintended excessive usage. As received, the lockout period had expired. Device showed normal characteristics and able to be interrogated successfully on various merlin programmers. Radio frequency telemetry could be enabled and disabled with no issue. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.